Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient did not present with any particular anatomical challenges and the valve was loaded with no issues. The valve was attempted to be deployed three times however the position was too high. During the third valve recapture, resistance was noted, and the valve and delivery catheter system (dcs) were removed together. The valve loader noticed a capsule separation and the valve was left within the dcs. A new valve was loaded into a new dcs and was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was returned to medtronic for analysis. The reported event indicated that the valve was recaptured three times due to sub-optimal positioning. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to the positioning. Delamination was noted and typically occurs when the capsule was subjected to a bending force potentially after tracking through tortuous anatomy or after a misload has occurred. There was damage observed on the threading of the screw gear. This damage indicated high forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The middle member shaft was noted to be damaged and torn. Research <(>&<)> development examined the middle member shaft damage on the returned dcs. It was determined that the damage did not contribute to the reported capsule separation. It was unclear when the damage occurred, however the observed damage was not consistent with the reported event and was likely to have occurred during return for analysis. The capsule separation was confirmed in analysis. Capsule separation typically occurs due to excessive compressive forces applied to the capsule. Force in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. No procedural images or fluoroscopic load check images were submitted for review; therefore, it could not be determined if the valve was correctly loaded onto the dcs. In this case, resistance was noted during the third valve recapture. As per the product analysis on the returned dcs, damage was observed on the threading of the screw gear which indicated high forces in the system. This indicated that the probable cause of the capsule separation was due to forces in the system. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the complaint device was received with the end cap/screw gear snap fit connected and the capsule partially opened. The valve was loaded in the capsule and could not be removed. The deployment knob of the complaint device appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Visual inspection of the complaint device showed the handle and the tip-retrieval mechanism appeared intact. Delamination was observed over the nitinol reinforcing frame along the proximal end to mid-section of the capsule. Damage was observed on the threading of the screw gear and the middle member shaft was noted to be damaged and torn. A break was observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The device was returned with the capsule separated; therefore, the reported complaint was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.